Event description:
While shaving the soft tissue inside the patient shoulder joint, the surgeon was using a 4.0 stonecutter burr ((B)(4)) as well as 4.5 mm incisor plus platinum blade ((B)(4)). Intra-operative bits of metal shavings were coming off the shaver into the patient¿s joint space and sticking to the soft tissue that was being resected and shaved. An attempt was made to retrieve the particulate; however the surgeon indicated that not all the particulate was removed prior to closing the patient portal. The surgeon is unclear as to which device the metal particulate was coming from as both devices were being used in the same procedure. No patient injury was reported and a backup device was available to complete the procedure.

Manufacturer narrative:
Device evaluation: one used blade was returned for evaluation. Visual inspection did not identify any issues with the device. Functional testing was performed by rotating the inner blade within the outer and no friction was felt. The reporter indicated that a 4.0 stonecutter burr was also used during the procedure ((B)(4)). The cause of the shedding can be attributed to the burr and not to the platinum blade. (B)(4).